Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported error could not be duplicated. Recommended to the customer a collimator replacement. Customer decided to wait on replacement. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9600+ sys displayed a 'bad iris pot" error. There was no report of pt injury.